Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The reported event of failure to interrogate was confirmed. The device was received with no output and unable to establish telemetry upon receipt. Analysis after device was cut open found the device was above elective replacement indicator (eri) level. The battery was removed to reset power cycle and the device telemetry was re-established, which is consistent hardware latch-up condition. Further analysis found no anomaly and reported event was not reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported a patient presented to the emergency room with syncope. The pacemaker did not allow telemetry as if the device had exhausted battery. The pacemaker was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.